Event description:
The recipient reportedly experienced no sound to stimulation and poor performance. Device testing revealed results within normal limits. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. During surgery the destruction of the basal turn of the cochlea and fibrous tissue in the cochlea were noted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly in good health and the wound is healing. The external visual inspection revealed tool damage to the top and bottom cover. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.